Event description:
It was reported that the patient experienced an infusion set fall off issue during use on 26 mar 2026. The set had been in use for less than twenty four hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.